Event description:
It was reported that device was post sensed t wave oversensing on the ventricular lead. Pt did not receive therapy. It was addressed by reprogramming. It was also noted that dates on real time measurements were in the future. The rtc was reset. A magnet reversion was performed to verify correct date/time. The device remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.